Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), a three millimeter imprecision was observed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Parts were returned and analyzed for a different events. The failures of the analyzed parts potentially caused or contributed to this event. Reference report number 1723170-2018-01545 for more information pertaining this failure. The systems computer was replaced. Functional testing was performed and found the ram to be loose. Logs indicated multiple ram failures. The axiem was replaced and analyzed. Functional testing found the axiem to be fully operational. No failures were detected. The axiem cable was replaced and analyzed. Functional testing determined the cable to be fully operational. No failures were detected with the cable. The power supply was replaced and analyzed. Functional testing reveled that the internal fans were running but there was no output from any ports. Electrical failure was confirmed. After parts were replaced the system passed a system checkout and was determined to be fully operational.